Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure; the stapler initially fired, then stopped. The knife blade was stuck out and showed outside of the reload. The knife stuck the nurse and the nurse is being tested. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the staple line and cut line equal in length prior to the stapler stopping? Unknown please describe the injury received by the nurse.- knife blade remained exposed in the reload (reload will be sent back with the product complaint return of ntlc) she went to remove reload, and stuck herself with the exposed knife blade. What treatment did the nurse receive? Nurse was sent to occupational health to have blood drawn and tested. What is the current status of the nurse? Nurse is currently okay, just placed band-aid on cut. Waiting on blood test results of hers, and the patients.